Manufacturer narrative:
Section d4: primary UDI corrected. Expiration date was inadvertently populated in the initial report. Manufacturer's investigation conclusion: the reported event of damage to the housing of the power module was confirmed. The power module (serial number: (B)(6)) was returned and through visual inspection it was noted that both the top and bottom of the backside housing was damaged, the top housing was damaged near the emergency backup battery compartment and the bottom part of the housing was damaged near the ac power connector. Fluid ingress was also noted within the battery compartment and on the battery bracket. The unit was connected to a mock loop for an extended period and no alarms were produced. Despite the damage the unit functioned as intended. No purchase order was provided by the customer, and the unit was returned unrepaired. Additional information relating to (B)(6) states the back casing is cracked, liquid damage in the emergency backup battery compartment, and no alarms were reported. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the emergency backup battery and the power module visual indicators used to determine the status of the emergency backup battery. Section 2.0, entitled ""setting up the power module (pm) prior to use"", explains how to set up the power module, including how to connect the emergency backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module emergency backup battery. Heartmate 3 IFU section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours or more, the power module emergency backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module emergency backup battery to prevent damage to the emergency backup battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module emergency backup battery. The heartmate IFU instructs users to keep the power module and its connectors away from water and fluid at all times. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved section g3: there was no known patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was damaged. The center returned the power module for evaluation. No patient was involved in this event. Power module ppm-25304 had liquid damage to the inside of the battery casing in the pocket where the 12v battery sits.